Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where two implants were installed. The patient had si joint pain relief for many months before complaining of a recurrence of si-joint pain symptoms. The surgeon determined loosening on the sacral side of the superior positioned implant. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the superior implant using chisels. He then installed new, wider, implant of the same type in the explant void. Finally, he installed a longer implant of the same type in a position superior to the existing implants. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.